Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control will continue to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed a service wrench icon in the readiness display. During device evaluation, physio-control observed that the device showed all three icons (charge-pak, attention and service wrench) in the readiness display. The device could not be powered on. There was not patient use associated with the reported event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The customer declined further evaluation of the device and requested the device to be returned to them without being repaired. Physio-control could therefore not perform any further evaluation of the device and a cause of the reported issue could not be determined.